Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2015; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2015; product type :lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-may-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported patient's device worked for about 4 months and entire system was surgically removed. Caller reported explanted on (B)(6) 2020. Caller indicated patient had adjustments many times and wires moved and not attached so patient was no longer getting stimulation in area.